Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold insulin when filling new cartridges. Customer was informed that cartridges should be filled with room temperature insulin per the user guide. Customer ultimately changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.